Event description:
It was reported that the patient received inappropriate therapy and felt shortness of breath due to noise observed on the atrial lead. The ventricular lead remains in use. The atrial lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.